Event description:
It was reported that out of range issues occurred between the transmitter and pump for an undetermined amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact. Reportedly, the customer regained connection and was able to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.